Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the hexagonal part of the screw head on a cross-link was stripped so it could not be inserted during surgery. An alternative cross-link was used to complete the procedure. There were no reported patient impacts associated with this event.

Manufacturer narrative:
The returned cross connector was evaluated. The hex drive feature of one of the set screws was stripped. There was also wear found in the rod attachment area. The cause is attributed to over-tightening of the set screw during assembly against the rod. A review of the DHR did not identify any manufacturing issues which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding proper device usage.